Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and advised the patient to contact their nurse. There was patient involvement; however, there was no patient injury or medical intervention reported. No additional information is available.